Manufacturer narrative:
B2 - the date of death will be estimated as (B)(6) 2022. B3 - the event date is the article published date of 06/30/2022. D4- the UDI is not known as the part and lot number were not provided. The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effect of death is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. The reported unexpected medical intervention and surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: article titled: "systematic review and meta-analysis comparing manta device and perclose device for closure of large bore arterial access.¿ the additional patient effects reported in the article are captured under a separate medwatch report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
The article is a meta-analysis of 12 studies which included 4,118 patients, aiming to compare the safety and efficacy of the manta and suture-based perclose devices in large-bore closures greater than or equal to 14f in transcatheter aortic valve replacement (tavr) procedures. Proglide and prostar xl were specified as the perclose devices. Additional studies involving the use of closure devices in tavi procedures were also discussed. Unspecified failures associated with the perclose devices required surgery, blood transfusion, use of additional devices, manual compression, other unspecified interventions, and hospitalization. Reported adverse events included: death, hematoma, bleeding, dissection, stenosis, occlusion, pseudoaneurysm, vascular injury, embolism, ischemia, and thrombosis. The article concluded that the manta and perclose devices demonstrated similar safety and efficacy profiles. Additional information can be found in the article titled, "systematic review and meta-analysis comparing manta device and perclose device for closure of large bore arterial access.¿